Event description:
It was reported that the cast cutter would not turn off during a procedure. The cast removal procedure was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the cast cutter would not turn off during a procedure. The cast removal procedure was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The product was not returned for evaluation, so the reported event, run-on, could not be confirmed in this case. No failures were confirmed as the product in this investigation was not returned for evaluation.